Event description:
It was reported that the system controller display was blank. The controller was replaced. There were no active alarms at the time of the controller exchange. Upon interrogation of historical view, replace system controller alarm was present starting (B)(6) 2024. The patient tolerated the controller exchange well. No adverse events were noted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the heartmate 3 system controller (serial number: (B)(6) having a blank display and producing a replace system controller alarm were confirmed during evaluation of the returned product. Upon connecting the controller to a test power module and test system monitor, the controller¿s display was found to be blank and a ¿replace system controller¿ message was observed. The controller was still able to support operation of a mock circulatory loop without issue, and log files were able to be downloaded for review. The downloaded log file contained approximately ~19 days of information (B)(6) 2024 per timestamp). A controller internal fault alarm was observed to activate at 20:08:13 on (B)(6) 2024. This alarm activated due to an internal fault indicating that communication with the liquid crystal display (lcd) was interrupted. Pump operation was not affected, and the observed alarm was active throughout the remainder of the data. The driveline was disconnected at 14:37:03 on (B)(6) 2024, which is consistent with the controller¿s exchange. The controller was then opened for internal inspection, and it was found that two of the screws which fasten the lcd printed circuit board (pcb) to the main pcb were loose. The loose screws compromised the connection of the two pcbs, which was determined to be the cause of the observed blank display and lcd communication faults. The controller was then shipped to the manufacturing team, and a manufacturing analysis task was opened to further address the observed issue. This task concluded that the most likely cause of the of the loose screws was operator error during the assembly process. The assembly procedure has adequate instructions for the installation and inspection of these screws; however, the loose screws were not detected during assembly of this controller. Operators that perform the controller assembly procedure received a training to re-enforce the key assembly and inspection steps associated with this issue. Similar issues will continue to be monitored. The heartmate 3 patient handbook (rev. D, section 5) describes all alarms that may be produced by the system controller and the appropriate actions to take in response to each alarm, including those associated with internal controller fault conditions. The heartmate 3 patient handbook (rev. D) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the system controller, serial number (B)(6) , showed that the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.